Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The report of an accuracy issue was confirmed and replicated during the investigation. The device was fully evaluated, and the issue is being attributed to the bezel assembly being a third party part. The pump module was programmed to infuse a primary infusion at rate of 100 ml/hr. The test results measured the actual rate at 83.67 ml/hr (-16.33% error). The specification for this test is ± 5% error, per srd-9580 of the alaris system v12.1.2 prd (dir: (B)(4)); indicating the device was out of specification. Rate accuracy task was performed on the suspect pump module. As a result of the test, it was indicated that the pump module was under infusing, obtaining an error of -17.000%. During the internal inspection it was found the bezel assembly was third party part. The bezel was temporary replaced with a known good bezel from the dchu facility for testing purposes only. As a result, the suspect passed the rate accuracy testing and calibration with a new measured error of 0.0475% the suspect pump module after the calibration process was programmed to perform a one-hour system level rate accuracy test at a rate of 100 ml/hr in accordance with the timed rate accuracy product analysis procedure. The test results measured the actual rate at 99.22ml/hr (-0.78% error). Indicating the device is within specification after bezel replacement and rate calibration. Based on the review of the suspect pump module s/n 12583888 event log. On february 21, 2025, at 9:55 am the pump module was powered on and attached to the pcu s/n 15318044, an infusion was programmed with a rate of 200 ml/hr and a vtbi of 50 ml. At 12:10 am, the infusion was completed and the kvo started. At 12:11 am, an infusion was programmed with the previous rate and vtbi. At 12:12 am, the vtbi was changed to 60 ml. At 12:31 am, the infusion was completed and the kvo started. At 12:36 am, the pump module was channeled off. The bd alaris system user manual (v12.1.2) states, use bd manufactured parts in the operation and maintenance of your bd equipment. Use of repair or service parts, accessories, or syringes, dedicated infusion sets, or disposables that are not approved by bd is at customer¿s own risk and could expose patients to risk of device failure, injury, or even death. In addition, use of such parts, accessories, or disposables may void the product warranty provided by bd. Use only bd approved parts when performing corrective maintenance or repairs. Use of third-party parts can affect the safety and efficacy of the bd alaris¿ and alaris¿ devices leading to risk of device failure, patient injury, or even death. Note to repair center: the device was opened for investigation, please re-torque all screws. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device vmpr was too low. There was no reported patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device vmpr was too low. There was no reported patient involvement.